Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was rubbing lotion on his arm at the time of the shock. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services discussed some testing. The clinic was able to reproduce the noise during testing. It was decided to use the same sensing vector. There were no additional adverse patient effects. The system remains implanted.